Manufacturer narrative:
(B)(4). Results: ratchet pawl spring. Additional information was requested and the following was obtained: what is meant by ¿did not want to clip around the duct¿? The stapler scissored around the duct were clips malformed (unformed, have a gap) on tissue? Yes. Were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? No. Did anything unexpected happen prior to this incident? No. Did the procedure drive the need to apply torque or twisting of the device? No. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Outside of the patient the device was fired and then it produced multiple clips. What were the patient¿s pre-existing conditions? None know of. Does the patient have any relevant history of surgical treatments? If so, what? None that I know of. Is the patient expected to have a full recovery? Yes. What is the patient¿s current status? Doing 100%. Is the surgeon an experienced user of this product? Yes he is a experienced general and vascular surgeon the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one conforming clip was fed and formed. During the analysis it was noted that the antibackup feature was non-functional. In order to evaluate the condition of the internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl spring was found out of position causing the antibackup failure. However, no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor used the device to clip the cystic duct and the clip did not want to clip around the duct. This then caused the duct to tear and the patient had to have an endoscopic retrograde cholangiopancreatography procedure to try and evaluate what damage was caused. The patient is doing ok. The doctor instructed a new product to be opened.